Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The customer was advised to check the pin alignment. The customer was also advised that the unit may have a faulty solenoid or data acquisition board. The customer mentioned that the flow sensor was replaced a week prior to the event. The fse performed follow up efforts and the customer reported that the unit has been repaired and returned to service. No further details were provided regarding the repair. Multiple attempts were made to follow up with the customer; however, the customer was not reached and no additional information was obtained. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that an error 110b (proximal pressure sensor failed) occurred. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.